Manufacturer narrative:
Device is a combination product. If implanted, give date: (B)(6) 2016. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12672. It was reported that the burr was stuck on previously implanted stent and the stent became explanted. The target lesion was located in the distal left anterior descending artery. A 1.25 mm rotalink plus was selected for use. Rotablation was performed through the proximal segment of the previously implanted synergy stent (implant occurred 1 month prior to this procedure). Rotablation was performed down to the distal section of the plaque. During the removal of the burr, the stent strut got snagged on the burr and the burr was stuck in the stent. The stent wrapped around the rotalink plus and both devices were removed together with the guide catheter. After removal of the devices, the physician examined the vessel and the vessel was fine. The procedure was completed by deploying two stents. No further patient complications reported and patient¿s condition was fine.